Event description:
The sponge within the locking device biopsy cap became dislodged when the biliary stent was being passed through the biopsy cap and into the biopsy channel. The patient was not harmed but the procedure lasted longer because the scope had to be switched out to complete the procedure. FDA safety report ID# (B)(4).